Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) displayed low shock impedance measurements less than 20 ohms. The physician indicated there appeared to be proximal insulation disruption of the rate/sense port plug. Technical services (ts) indicated this would not cause these out of range measurements. Additional information has been requested; however, no further information is currently available. No adverse patient effects were reported.

Manufacturer narrative:
Our records indicate this device remains implanted. If additional information is received, this report will be updated.